Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2006 - the pt was implanted with multiple mesh products including a bard/davol flat mesh during a pelvic procedure. The attorney's report alleges permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. We have contacted the initial rptr to request add'l info and to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, this report will be updated.